Event description:
Patient fallopian tube was lacerated while trying to apply the ring.

Manufacturer narrative:
Analysis could not confirm the complaint, the device worked to the manufacturer's specifications. Visual examination of the tongs and distal ends of the shafts showed no nicks, burrs or sharp areas which may lead to cutting the fallopian tube. This device was originally manufactured in our facility in may, 2006.